Event description:
It was reported that the patient experienced a high glucose event while using the ilet, after which the caregiver disconnected the patient from the ilet and used a previous insulin pump for several days, and the trainer subsequently performed a factory reset; the device problem and involved component could not be characterized due to insufficient information. Symptoms included hyperglycemia. Outcomes included an unexpected medical intervention where medication was required. Investigation included communication with involved parties and analysis of information provided by the user and third party. Investigation of this case revealed no findings and insufficient information to identify a device problem or component issue. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.